Event description:
It was reported that the catheter entangled on the wire. A .014 thruway guidewire and opticross 18 vascular imaging catheter were selected for leg angiography. During the procedure, the catheter spun up on the wire. Additionally, it was noted that the device was kinked, and the catheter tip was damaged. Both devices were removed from the patient as one unit. The device was replaced, and it was noted that the procedure was prolonged. The patient was expected to fully recover.